Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that foreign matter was attached to/clogged the air and water channels and nozzles, but it was not possible to identify the foreign matter. Due to leaks from the air and water channels, proper reprocessing may not have been possible and foreign matter may not have been removed. The detection method is described in the instruction manual gif-h185 operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the air/water tube and nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.